Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6) ); product type: 0184-catheter; implant date (B)(6) 2021; UDI: (B)(4); ubd: 2023-06-28, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid 2 mg/ml at 0.6 mg/day and bupivacaine 4 mg/day at 1.2 mg/day via an implantable pump. It was reported that per the physician, the patient had suboptimal pain relief despite multiple dose escalations. The physician believed this could be related to the intrathecal catheter tip being too high at t4/5. The exact cause of the issue was unknown, but the physician mentioned that the original operative note said the catheter was at t8, so the physician believed the catheter could have somehow migrated up. X-ray imaging demonstrated that the catheter tip was at t4/5. Actions/interventions taken included the patient being taken to the operating room (or) today ( (B)(6) 2024 ). Under fluoroscopic guidance, the physician pulled the catheter back through the anchor from the t4/5 level to t10 without difficulty. The hcp then coiled the excess catheter back within the midline incision. The incisions were then irrigated and closed. The issue was reported to be resolved. After the completion of the surgery, the physician requested a priming bolus after successfully aspirating from the catheter access port. Per the hcp's request, the priming bolus was only 75% of the full catheter prime. There were no changes to the catheter length/volume.